Manufacturer narrative:
Product analysis: analysis noted that the associated programmer would turn off when the radiofrequency (rf) head was plugged into the programmer. The issue was determined to be caused by an out of electrical specification rf head cable. This confirmed the initial complaint on the programmer was directly caused by the out of specification rf head. It was noted that the programmer functioned normally with a different rf head. Analysis also noted that the label of the rf head was delaminated. The cable and label of the rf head were replaced. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.